Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that the spike fell out of the infusion bag. One IV bag assembled with a spike connector was provided to our quality team for evaluation. Functional testing was performed by injecting liquid into the IV bag and then withdrawing it; no leakage was observed during this testing. The connection between the spike and the stopper was further examined. It was noted that the spike was difficult to fully insert into the IV bag, and the spike appeared to be slightly wider than the insertion point of the stopper. All product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review could not be performed. Although we could not replicate the reported incident, bd has reviewed this report and identified a potential trend related to the reported concern. While the product is manufactured to approved specifications, a project has been initiated to further investigate and address this matter. We appreciate you taking the time to bring this observation to our attention and we regret any inconveniences this incident may have caused you and your facility. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Event description:
Event details: spike came out of the saline bag during use. Per customer response: no leakage reported.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: spike came out of the saline bag during use.